Manufacturer narrative:
Device received with critical pump error (open book image) and a broken force sensor was detected during seating or regular delivery alarms due to moisture damage on force sensor assembly. Unable to perform displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Device received with moisture damage on motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got motion sensor test failure on the insulin pump. The customer¿s blood glucose level was 308mg/dl at the time of incident. Customer stated that they were unable to complete the rewind. Customer states pump was not exposed to a high magnetic field. Troubleshooting was performed. The product will be returned for the analysis.